Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received information that during the implant of the right ventricular lead, chest pain and low blood pressure were noted. An echocardiogram showed a perforation of the right ventricle. Medical intervention to remove 200cc of blood was performed and the patient stabilized. No further intervention was required and the procedure was completed as intended.